Event description:
The customer reported an issue with the t:slim x2 pump, as the battery would not charge, and the pump screen was dark and unresponsive. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate form of insulin therapy.